Event description:
It was initially reported to target that during preparation, a transcend-10 guidewire could not be inserted into the spinnaker 1.8f catheter. However, upon eval it was found that the catheter was broken into three pieces, therefore this complaint became an MDR. Since this event occurred during preparation of the device, there was no complication or additional intervention for the pt, who was reported in good condition.